Event description:
Dexcom g6 sensor started giving off false readings, first telling me my blood glucose was 88 mg/dl at 11:37 pm, 58 mg/dl at 11:42 pm, 65 mg/dl at 11:47 pm, 89 mg/dl at 11:52 pm, 109 mg/dl at 11:57 pm, and then 119 mg/dl at 12:02 am with no arrow. This was the last reading before losing communication with the sensor. Thankfully I did not even realize I was "dropping", because when I double checked on a finger stick my blood glucose was 108 mg/dl. If I had compensated for a low of 58 mg/dl that would have sent me skyrocketing! Dexcom is such an unsafe company who ought to be putting more money into research and development of their faulty product.